Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspection revealed that only a coil was returned for this complaint. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched and kinked near the interlocking arm end. The coil fiber bundles had blood on them. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection revealed that the coil dimensions that could be measured were within specification. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2018. It was reported that the coil cannot be pushed out of the catheter. The target lesion was located in the iliac artery. A 15mmm x 40cm interlock¿-35 coil was selected for use. During an iliac embolization, it was noted that the coil could not be fully pushed out of the catheter when deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable. However, device analysis revealed that the coil interlocking arm was found detached from the rest of the coil and was not returned.